Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient had sudden pain 2 days post surgery of total hip replacement and x-ray showed that the metal liner had dislodged. On revision, it was completely loose so the liner was replaced. Ops insight with ops acetabular & ops femoral guides were used as an assistive technology in the primary surgery.

Event description:
It was reported by a corin representative that the patient had sudden pain 2 days post surgery of total hip replacement and x-ray showed that the metal liner had dislodged. On revision, it was completely loose so the liner was replaced. Ops insight with ops acetabular & ops femoral guides were used as an assistive technology in the primary surgery.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, dynamic hip analysis report, patient specific visualisation report, pre-imaging, and all manufacturing steps of implant positioning and report generation were reviewed. Conclusion: while the psi guides were all adequately designed and passed functional testing during parts inspection, it is possible that the patient's anatomy could compromise the fit of the guide. The patient had highly osteophytic bones as seen in the CT scans and while the segmentation and guide design were completed accurately and attempted to avoid areas of poor bone quality it is possible the patient's anatomy changed between date of imaging and the date of surgery. This could change the fit or the ability of the surgeon to utilise the guide however the surgeon did not report any guide instability or other issues. The implant positioning was completed correctly and there were no issues detected with the changes the surgeon made and validated on insight. However, it is possible that the surgeon's changes particularly concerning the liner from ceramic to dual mobility affected the implant positioning. There is a possibility that the patient was not an ideal candidate for a dual mobility liner which resulted in the liner being dislodged after surgery. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.